Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when oncology nurses were changing the patient¿s small volume folfuser, it appeared to still be half full and there was no fluid in the line. The device was filled with fluorouracil 2750mg, filter spike 1mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured march 13, 2015 ¿ march 16, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified based on the information received. A functional flow rate test must be performed on the physical complaint sample in order to verify the flow rate accuracy of the device. Therefore, the photos could not verify the reported underinfusion problem. Should additional relevant information become available, a supplemental report will be submitted.